Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/21/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent open ventral hernia repair on (B)(6) 2015 and mesh was implanted. Approximately two weeks following the procedure, the patient was readmitted with a large ventral-lateral abdominal rash. The surgeon opined that the rash is located where the mesh was placed and is concerned the patient is having a reaction to the mesh. The surgeon reported that the patient is afebrile with normal leukocyte count, and no drainage at the site. It is unknown what treatment has been necessary. The mesh remains implanted. Additional information has been requested.